Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Bsc ID#: (B)(4). Tw#: (B)(4).

Event description:
It was reported that shaft broken occurred. A 2.25 x 16mm synergy ii stent was advanced to treat the target lesion. However, during advancing, it was noted that the shaft broke. The procedure was completed with a different device. No patient complications were reported.